Event description:
The pt reported that 2 boxes of his infusion sets have some sets that are not connecting securely at the "pigtail." He stated that the infusion sets twist together, but just twist completely around in a circle and can even be pulled apart very easily once connected. The pt was sent replacement product. The pt's blood glucose was not affected. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. The product has been requested for return to be evaluated.